Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was unknown at the time of incident. The customer inserted a new battery. The customer stated that the insulin pump started counting but the display went blank again. The insulin pump was returned for analysis.